Event description:
The core motor controller (B)(4) was sent for service and visual evidence of soot and smoke was noted during eval of the device. No adverse event was associated with the device.

Manufacturer narrative:
Add'l info will be submitted once the quality investigation is completed.